Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. H3 other text : device not received.

Event description:
It was reported no reflux for a few days, when we tried to mobilize the equipment, we noticed a leak. On removal of the material, it twisted on itself and cracked over a few millimeters. No other information was provided. Additional information 04/17/2024: it was reported patient required re-operation for piccline change. The patient may have received chemotherapy via the PICC.